Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a novel system implant procedure. Prior to the procedure, it was found that the novel implantable cardiac monitor (icm) failed to be interrogated. A magnet response was also not received. An alternate icm was used to complete the procedure on (B)(6) 2021. There were no patient consequences.